Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat anterior and posterior vault repair and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems, recurrence and dyspareunia.(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital.